Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed faint discoloration is observed along the sewing ring, which appears to show evidence of blood contact. All leaflets are in the closed position. All leaflets are flexible. A large tear across the tunica of the right cusp appears to be consistent with a puncture or laceration by a sharp instrument such as forceps. A large tear on the tunica of the right cusp adjacent to the left right inferior coaptive area appears to be associated to a sharp instrument such as forceps. A large tear in the tunica of the left cusp adjacent to the inflow margin of attachment appears to be consistent with a puncture or laceration by a sharp instrument such as forceps. All commissures are intact. Photos received from the hospital show the valve holder was intact. The tears observed on the tunica of the left and right cusps appear to have occurred during implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 29mm mitral bioprosthetic valve, a defect on a leaflet was noted. No patient involvement was reported.